Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.